Event description:
It was reported that the ilet system using a steel 6 mm, 23 inch infusion set experienced a cartridge leak at the connector when the patient connected components outside of the pump, resulting in elevated blood glucose of 292 mg/dl; the agent provided support by walking the user through supply change, after which the patient returned to range per reports. Investigation of this case revealed user handling outside of intended use at the cartridge-to-connector interface as the likely source of the leak. No clinical symptoms associated to hyperglycemia. Outcomes included transient elevation of blood glucose without alerts or alarms and subsequent return to target range. It was concluded that the event was attributable to use-related error with functional device performance after correct setup and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.